Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they visited emergency room on august 16, 2021 because they passed out due to low blood glucose. Customer was treated with intravenous infusion drip and glucagon in hospital. Customer stated their blood glucose was 27 mg/dl and they went to emergency room, came out and treated blood glucose and it was 257 mg/dl. Customer stated they went to the restaurant and passed out again in hour and half and went to emergency room and gave more intravenous and blood glucose went up to 50 mg/dl. Customer current blood glucose level was 238 mg/dl. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was active at the time of low blood glucose event. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.